Event description:
During a paroxysmal supraventricular tachycardia (psvt) procedure, when the advisor hd grid catheter was inserted into the patient and the cable was connected to port 7 of the ensite x amplifier, the error message "!" Was displayed on the amplifier and the catheter was not recognized. Troubleshooting included restarting the amplifier twice, the dws once, replacing the catheter cable, catheter, and surface electrode kit, but the issue persisted. The issue was resolved by connecting the catheter into port 4 of the amplifier. The procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported communication issue and subsequent delay remains unknown.